Manufacturer narrative:
The device was returned to resmed in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed france that an astral ventilator's battery would not charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the astral main pcba by resmed. The investigation confirmed the charging issue and determined that the device failure was due to an isolated component failure within the main pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).